Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high, out of range, shock impedance measurement during change-out procedure. Configuration changed, retested and got good numbers. Situation was resolved prior to pocket closure. The system remains in service. No adverse patient effects reported. Subsequent information received via patient remote monitoring system that this system exhibited another high, out of range, shock impedance measurement. The patient was checked in the clinic and interrogation revealed normal shock impedance measurements. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.